Event description:
On 2024-jul-08 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that recharger showing recharger is inactive. Patient states recharging implanted neurostimulator yesterday. During call, patient was able to connect to implant and charge. Patient states handset will not power on but charged it to 100% yesterday, so they were sent a new handset. On 2024-jul-16, additional information was received from the patient. They were able to successfully connect with their new handset and they connected to the recharger. They started charging their ins and the battery was at 50% with an excellent connection. The therapy was off and the patient was told they would need to turn the therapy back on once the device was done charging. Once the device was done charging, the patient encountered a por message, which they dismissed and the patient turned MRI mode off and turned therapy back on. They confirm therapy was comfortable and they would continue to monitor their symptoms. On 2024-jul-30 additional information was received from the patient. They reported that cause of the recharger showing inactive was unknown, but they were sent a new handset which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.